Event description:
The customer reported that while stocking the products, it was discovered that four (4) out of the five (5) micro sagittal blades in the same box were not sealed properly. These four (4) unused micro sagittal blades were immediately returned for evaluation. The facility also reported that one unit from this box of the micro sagittal blades was used in surgery prior to the discovery of the ¿open seal¿ problem. Follow-up with customer indicated that the used blade and its packaging were already discarded and patient, as well as surgery information was not available. In addition, the facility was not certain if the used blade packaging exhibited the ¿seal¿ problem. Even though the facility has no information associated with the unit (lot #, date used, or patient related information), the facility did confirm that to date there was no problem reported with this ¿used¿ blade. An inventory search was performed by the customer, not only for this item and lot number, but for all micro sagittal blades in stock. To date, no further sealing/packaging issues have been reported.

Manufacturer narrative:
Evaluation findings: conmed received four (4) blister packages containing micro sagittal blades for evaluation on (B)(4) 2013. Visual examination of the returned blister packages confirmed there were several voids in the seal/adhesive around the perimeter of the blister packages. The outer edges of the tyvek lid had an upward, "wave-like" deformity. Based on visual inspection, there appears to be an insufficient amount of adhesive distributed around the perimeter of the blister package. The deformed lid on the blister packages were obvious to the customer, which prompted the complaint notification and return of the items and associated packaging for evaluation. This lot of product was manufactured on july 08, 2013. Of the lot containing 440 units, there were no other reports received for this item and lot number combination. An investigation was generated to address this reported problem and a follow-up will be filed once the investigation has been completed.